Manufacturer narrative:
(B)(4).

Event description:
The patient had 2 leads (from the same lot) as part of her axium neurostimulator system. It was reported the patient ((B)(6)) felt she was not receiving adequate pain relief from her axium neurostimulator system. Patient declined troubleshooting and requested the system be removed. The system was subsequently explanted.